Manufacturer narrative:
This information is based entirely on journal literature. All information provided is included in this report. Patient information is limited due to confidentiality concerns. Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article: value of a joint cardiac surgery - cardiac electrophysiology approach to lead extraction. Journal of cardiac surgery,. 2015;30(11):874-876. (B)(4).

Event description:
A journal article was received which contained information regarding this patient's implantable tachy lead. The article indicated that 4.2 years after the initial implantation of the lead, the patient underwent lead extraction due to an apparent lead fracture. During the procedure, the patient's blood pressure "rapidly decreased." There was noted pericardial effusion and a laceration was identified. This was repaired and the patient recovered well and was discharged after five days. Further follow up did not yet yield any additional information. No further patient complications have been reported as a result of this event.